Event description:
The hcp reported the catheter was explanted due to an occlusion. It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when add'l info is received.